Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced insulin flow blocked alarm event on 30-nov-2024. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007607 have already been previously tested in the (B)(4) on 26/may/2025. Test results: the reference samples were visually inspected and tested for flow all test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6007607 was manufactured according to the work instruction (wi) version 97 manufactured in the line multivac 14, on 06/jun/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4f00684 was manufactured according to the wi version 64 manufactured in the machine sc05 & sc06, on 04/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/may/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6007607 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.